Event description:
On 11/5/08 this customer reported that they were unable to acquire a 12-lead ECG on a pt. No adverse pt impact was reported.

Manufacturer narrative:
On 11/5/08 this customer reported that they were unable to acquire a 12-lead ECG on a pt. No adverse pt impact was reported. This defibrillator, the involved trunk cable and the involved 5x5 lead sets were returned to the philips repair bench for eval. The defibrillator passed all standard performance verification testing. The trunk cable was then evaluated for resistance and continuity. The lead sets were evaluated and passed all testing. Philips reviewed the event summary. ECG leads were placed on the pt and lead I was selected as the primary lead. The 12-lead ECG was acquired at 3:16 et. It appears that during the acquisition of the 12-lead report, the electrode-to-patient connection for one of the reference leads was inadequate. Thus, the 12-lead algorithm was not able to analyze the rhythm due to this missing lead(s). Following the 12-lead acquisition attempt there are numerous leads on/leads off messages indicative of a poor patient-to-electrode contact. We are considering this a user misunderstanding regarding adequate lead connection. There was no malfunction of the device. (B) (4).